Event description:
Per biomed, the clinicians are stating the unit becomes unresponsive/freezes requiring a reboot to continue. The sr8 freezes up wen the PICC nurse is doing a PICC line and is trying to capture an image. Also when he toggles around the menu with the probe it would also freezes up.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue that the unit is freezing is confirmed. While wiggling the gt probe and cable, the unit froze and locked up. This resulted in the unit needed a hard shut down by holding the power button. The sr8 was then powered back on and functioned properly. The root cause is due to an internal failure within the gt probe. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number 3006260740-2021-04450).